Event description:
Stopped cutting, returned due to failure rate.

Manufacturer narrative:
On 08/03/2012: refer to service record(B)(4) - "units received unopened, undamaged"; customer returned unused units and not the malfunctioning ones. On 01/26/2013: complaint closed; as of th is date, there are (B)(4) documented complaints, the complaint rate is (B)(4). On 02/04/2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot # 19812-13 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.